Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the cath room when the md was using the ptd for a thrombectomy, the proximal end of the catheter folded. As a result, the md opened a new package and with the new set, finished successfully without harm to the patient. There was no reported delay, death, or complications to the patient as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.